Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve ((B)(4)) was implanted via v-p shunt on (B)(6) 2020 with (B)(4). Due to underdrainage symptoms the patient visited the hospital. The flow of the valve was confirmed, but no improvement was seen even if the pressure was lowered. The valve was removed and replaced on (B)(6) 2022. The patient recovered.

Manufacturer narrative:
The certas valve (ID 823146) was returned for evaluation. Device history record (DHR) - the product code 82-3146 with lot cvgbgf, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; needle holes in the needle chamber were noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and only leaked from the needle hole. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve functions. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.